Event description:
A 1.9 fr argon peripherally inserted central catheter was placed in the right brachial vein on (B)(6) 2019. During re-dressing of the line, the line broke 2 cm from the hub. The line was secured outside the vein and then really retracted from the vein. Upon comparing insertion length and removed length, it was noted the line was 2 cm short. An x-ray was taken and confirmed a segment of fractured line remained in the pt's arm just above the elbow. Pediatric surgery dissected through subcutaneous tissue and retrieved the fractured line. The infant tolerated the procedure without difficulty. Blood cultures drawn after the line fracture were negative x 72 hours and consequent antibiotics have been discontinued. The incision site is healing with difficulty and the infant is progressing in care. FDA safety report ID# (B)(4).